Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high and low blood glucose levels. Blood glucose level at the time of the incident was 41 mg/dl, which was treated with glucose tablets. Blood glucose level at the time of the call was 201 mg/dl. During a follow up call the customer reported that he had been experiencing more high blood glucose levels. Blood glucose level at the time of the incident was 193 mg/dl. Blood glucose level at the time of this call was 263 mg/dl. The customer was shipped a tubing clamp so troubleshooting could be completed. The insulin pump did not show any signs of malfunction. The insulin pump was not replaced or returned for analysis.